Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure (essure removal)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('procedure (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("no bowel since surgery") and abdominal distension ("bloated") and was found to have weight increased ("gained weight"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal, constipation, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, constipation, medical device removal and weight increased to be related to essure. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: new events bloated and gained weight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('procedure (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("no bowel since surgery"), abdominal distension ("bloated") and rash macular ("tiny little red dots") and was found to have weight increased ("gained weight"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal, constipation, abdominal distension and weight increased outcome was unknown and the rash macular had not resolved. The reporter considered abdominal distension, constipation, medical device removal, rash macular and weight increased to be related to essure. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: rash macular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added: tiny little red dots. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('procedure (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("no bowel since surgery"), abdominal distension ("bloated") and rash macular ("tiny little red dots") and was found to have weight increased ("gained weight"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal, constipation, abdominal distension and weight increased outcome was unknown and the rash macular had not resolved. The reporter considered abdominal distension, constipation, medical device removal, rash macular and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure (essure removal)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('procedure (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("no bowel since surgery"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event:no bowel were added. Incident : based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.